Manufacturer narrative:
A visual inspection was performed on the returned stent implant. The reported stent dislodgement was confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. The reported deformation due to compressive stress was not confirmed as the delivery system was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. H6: health effect impact code 2645 removed.

Event description:
Subsequent to the initial medwatch report, the following information was received: it was reported that while advancing the graftmaster stent delivery system, the shaft kinked, so the device was removed; however, after removal, the stent dislodged. The procedure was completed with another device. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that when the graftmaster package was opened, the shaft was noted to be bent (or kinked). The device was not used and there was no patient involvement. The procedure was completed with another device. There was no adverse patient effect. There was no report of delay in the procedure. The covered stent was received with blood on the entire length of the stent implant. The delivery system was not received. No additional information was provided.